Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication that the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is an opportunistic nosocomial pathogen that readily transmits to immunocompromised patients such as the esrd population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and will be doing in-center treatment until she can resume pd. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested while hospitalized on or around (B)(6) 2025 (exact date unknown) presented with pseudomonas (species not reported) in the culture and a wbc count of 14,536/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) gentamycin (dosage and frequency not reported) to address the infection while hospitalized. The patient was able to undergo renal replacement therapy while hospitalized (modality not reported). The patient was discharged from the hospital on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed at some point following the onset of symptoms (exact date not reported) as the patient was transitioned to in-center hemodialysis for renal replacement therapy. Following discharge, an additional wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 435/mm3 and 78% polymorphonuclear (pmn) cells. The patient was prescribed ceftazidime at 2000 mg daily for 14 days by the outpatient clinic. The ceftazidime was later extended an additional two weeks with the addition of oral levaquin at 500 mg every other day for two weeks. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further information concerning the patient¿s current disposition was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and will be doing in-center treatment until she can resume pd. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested while hospitalized on or around (B)(6) 2025 (exact date unknown) presented with pseudomonas (species not reported) in the culture and a wbc count of 14,536/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) gentamycin (dosage and frequency not reported) to address the infection while hospitalized. The patient was able to undergo renal replacement therapy while hospitalized (modality not reported). The patient was discharged from the hospital on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed at some point following the onset of symptoms (exact date not reported) as the patient was transitioned to in-center hemodialysis for renal replacement therapy. Following discharge, an additional wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 435/mm3 and 78% polymorphonuclear (pmn) cells. The patient was prescribed ceftazidime at 2000 mg daily for 14 days by the outpatient clinic. The ceftazidime was later extended an additional two weeks with the addition of oral levaquin at 500 mg every other day for two weeks. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further information concerning the patient¿s current disposition was provided.